Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was "high"; although specific value was not provided. Customer addressed elevated blood glucose by administering a manual injection. The customer reverted to an alternate method in insulin therapy.